Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. There was no adverse impact to the customer's blood glucose level due to this reported issue. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Remove insulin type from concomitant products.